Event description:
It was reported the device was missing a setting. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed cracks to the plunger case and bottom case at l shape bracket placement. The tamper seal was intact. There was no evidence to review in the device's event history log. A functional and occlusion tests were performed and the reported issue was not duplicated. The device had a standard configuration therefore no repairs were needed for the anes settings. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.